Manufacturer narrative:
Philips service provided a workaround solution and checked the power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the dose monitor intermittently loses power; accessory malfunction on a azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.